Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings:. During investigation, the pump was returned with corrosion inside the battery compartment and there was moisture observed behind the display lens. The keypad was intact. All the keys were unresponsive. A leak test failed due to battery compartment crack. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and there was moisture observed on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; response issue with all keypad buttons, moisture/corrosion behind the display lens and in the battery compartment. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.